Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had an issue with a loose drive support cap. The customer's blood glucose level was unknown. The mother was advised to have the customer call back for assistance. They will not send back the device for analysis.